Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despite requests, nor the involved device nor the x-rays pictures were returned for analysis. No thorough investigation can be performed. Conclusion: the root cause of the catheter rupture cannot be established. Our complaint database does not show any increasing trend for this type of access port. No corrective action is envisaged.

Event description:
On (B)(6) 2015, the patient came to the hospital for removal of his access port which is no longer patent. The control chest x-ray revealed a catheter rupture at about 50 mm from the connection. The distal part of the catheter (approx. Length of 90 mm) is visualized, thanks to echocardiography, in the right ventricle. On (B)(6) 2015 the patient is transferred in the interventional cardiology department of the (B)(6) hospital in (B)(6) to remove a foreign body from the heart. The procedure went without complications. The patient was discharged home in stable condition with a recommendation to continue oncological treatment.

Manufacturer narrative:
Batch history review: the manufacturing file was checked: it complies with the specification and does not present any abnormality. No other similar incident has been declared to us concerning this lot of access ports, released in december 2014. Evaluation of the device: we received for investigation a celsite st205 access port from batch 36893301. A 7 cm long part of the catheter is still connected to the access port with the connection ring. The extremity of the catheter is flattened, ovalized at the level of the rupture. This demonstrates that the catheter was pinched at the level of the rupture. Conclusion: the catheter was broken at 7cm of the access port housing; the catheter is ovalized at the level of the rupture; the catheter was implanted via the right subclavian approach. The aforementioned element seem to show that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to the rupture of the catheter: it is the pinch-off syndrome. The IFU warms the user against the risk of catheter rupture when the catheter is to be implanted via sub-clavian route. The complaint is not imputable to the device. No corrective action is envisaged.